Event description:
It was reported that during preparation for a ptca treatment procedure, the physician couldn't remove air from the maverick2 monorail balloon. There was no contact between this device and the pt. A guidant inflation device was also used in this case. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.